Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the reported malfunction could not be reproduced.. A field service engineer confirmed that the issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that pyxis medstation es system was not detected on the bus. The customer reported that they were unable to pull medications for ICU. There were no adverse events or injuries reported based on this event.